Manufacturer narrative:
(B)(4). Correction: additional information regarding the device revealed the initial MDR for this event was reported under the incorrect MFR report number and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3005188751. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. After several hours of mapping and ablation using a safire blu ablation catheter below the aortic cusp, fluoroscopy revealed a pericardial effusion, for which a pericardiocentesis was performed. The patient was stable and was kept for observation. There were no performance issues with the safire blu ablation catheter.